Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced right side stimulation loss (date of event is unknown). An sjm representative was unable to resolve the issue with reprogramming as rib stimulation would occur along with only left side stimulation. The patient attempted to use stimulation as-is to no avail. As a result, the scs system was explanted. The date of explant is unknown.